Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging test strips missing. The reporter alleged missing 10 sample verio strips from hcp kit. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.